Manufacturer narrative:
Patient's father reported that his son's symptoms are about 80% resolved at the time of this report.

Event description:
Neuronetics received information from the parent of a neurostar patient alleging his son had worsening ocd and motor tics after treatment.